Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer is using a lot of insulin. Customer has ketones. Caller stated that customer is no longer using the long-acting insulin. Customer is thirsty and fever. Diagnosed diabetes ketoacidosis and stomach flu. Nothing further reported.